Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "on the morning of (B)(6) 2019, due to the need of treatment, the patient received intravenous catheter puncture on the back of the left hand. When the patient received infusion again on the morning of (B)(6) 2019, a small amount of liquid was found to flow out of the isolation plug of the intravenous catheter, and the patient was wiped dry with sterile cotton ball to continue infusion. After 3 minutes, the inspection found that there was still fluid flowing out of the isolation plug of the intravenous catheter, and the intravenous catheter was removed."

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "on the morning of (B)(6) 2019, due to the need of treatment, the patient received intravenous catheter puncture on the back of the left hand. When the patient received infusion again on the morning of (B)(6) 2019, a small amount of liquid was found to flow out of the isolation plug of the intravenous catheter, and the patient was wiped dry with sterile cotton ball to continue infusion. After 3 minutes, the inspection found that there was still fluid flowing out of the isolation plug of the intravenous catheter, and the intravenous catheter was removed."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9106907. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.